Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) required service. It is unknown the circumstances under which the event occurred.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in telephone number : (B)(6).

Manufacturer narrative:
Based on additional information received it has been determined that the reported issue was not a complaint. . Corrected sections: b1 corrected to blank, b5, entire d suspect medical device section corrected to blank, entire e initial reporter section corrected to blank, h6 (clinical code, problem code, type of investigation, investigation findings, component codes, impact odes and investigation conclusions).

Event description:
Based on additional information received it has been determined that the reported issue was not a complaint.